Event description:
As reported, the intraclude was used in a proctored minimal invasive mitral repair procedure. The placement of the balloon was easy and they used blood cardioplegia (calafiori) to arrest the heart. The procedure went fine without any complications with the device. Cardioplegia was delivered 5 times and the clamping time of the aorta was 135 minutes. The aortic root vent was used during the procedure. After declamping the aorta the heart started to pump but the right ventricle had a very poor quality and didn't recover properly. After more than 2 hours of reperfusion, they wanted to place a right heart assist but finally decided to transfer the patient on ECMO to the transplant center. On (B)(6) (one day later), the patient received an extracorporal biventricular assist device in order to stabilize and then take further decisions. One week after the procedure the patient died due to a dic that we he developed on the bivad system. This complaint was procedural related and not associated with a malfunction of the device.

Manufacturer narrative:
Additional information: since the device was not returned for evaluation, we are unable to investigation into a product malfunction. The surgeons involved in the review of this case were unable to come to a complete conclusion as to the root cause of this event. Parameters measured during the procedure suggested that all went well, however, the perfusionist at the case did not record in writing the pressures during the procedure. This meant that the resulting investigation and discussion was limited and was done on anecdotal evidence. Per the physician's opinion, the length of the surgical procedure and the long cross clamp time may have contributed to the heart failure post procedure and inability to come off the heart lung machine. Although the parameters and pressures measured during the procedure suggests cardioplegia was delivered sufficiently this does not explain the reason the patient suffered a stone heart. The case of this in general can be related to poor myocardial protection during surgery, even though pressures during the procedure measured adequate delivery. Blood cardioplegia was used in this case and the operating surgeon mentioned that maybe this was the reason, if the higher viscosity effected the balloon and caused a migration. Trends will continue to be monitored through the edwards quality system.

Manufacturer narrative:
The all devices related to this event were discarded by the customer. It was stated the patient developed dic post op which ultimately lead to the patient death. It is unknown what lead to the initial poor patient outcome and attributed right heart failure. It was stated there to be no malfunction of the device. Edwards is reporting this event in good faith as the intraclude aortic occlusion device's involvement in the patient's development of right heart failure and death is unclear. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.